Event description:
The customer reported observing abnormally low alanine aminotransferase (alt) results during a routine run on the (B)(4) clinical chemistry analyzer. Samples were repeated on another instrument, and results were within normal reference range. Initial low results were not reported out of the laboratory. Alt testing was moved to alternate instrument. The customer also reported noting a 2 to 4 inch puddle of distilled water leak from the instrument's syringe after low alt results. No injury was reported in connection with this event. The field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The fse replaced the syringe tip and validated the syringe function. The customer has reported no further leaking.